Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia due to bent cannula. The customer reported blood glucose value of 360 mg/dl treated with insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1886. Troubleshooting on reported event was partially performed and it was confirmed that the infusion set cannula was bent which would potentially impacted the pump to under delivering the insulin may resulted in reported hyperglycemic event. It was also confirmed the customer using the insulin pump within 48hrs of reported event and the auto mode feature was active at the time of the event. Customer declined further troubleshooting. No further patient complications were reported. It was unknown whether the customer would continue the use of the pump. No product return is required for mmt-1886.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not correct in the initial report. The information has been provided in below sections with this follow-up report. 1. Section b5 - updated the summary 2. Section d1/d2a/d2b - product material has been changed from mmt-1886 to mmt-1884 and updated brand name, product code and common device name 3. Section d3 -updated manufacturer name & location 4. Section d4 - updated model number, catalog number, serial number, lot number and primary UDI number. 5. Section h11 - removed the verbiage for devices that are not sold in the u.s medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: the event involved product(s) mmt-1884. No product return is required for mmt-1884.